Event description:
Updated summary: as per the additional information received, the event involved product(s) mmt-1884, mmt-332a, unomedical. No product return was required for mmt-1884, mmt-332a, unomedical.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in sections b5 (updated the summary), d10 (updated the concomitant products), h6 (type of investigation, investigation findings, investigation conclusions) and h11 (product return statement) with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported a frozen display with a "medtronic" screen and blue progress bar following a software update, and all pump buttons were not responding. The customer's blood glucose value at the time of the event was 400 mg/dl. The type of treatment given for hyperglycemia was unknown. The event involved product mmt-1884. Troubleshooting was performed, including advising the customer to disconnect from the pump, checking battery and button response, and confirming the need for pump replacement; the customer was advised to discontinue pump use, revert to a backup plan per healthcare professional instructions, and place the pump in storage mode. Troubleshooting was not performed for high blood glucose event. It was unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It was unknown whether the customer was using the insulin pump system within 48 hours of reported event. No further patient complications were reported. Mmt-1884 was requested, and the customer's response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.